Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. The reported complaint is confirmed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. The next three accessories short ports btt were used with the same results. The staff continued to open accessory kit until they got a good one to use and the procedure was completed. The hosp did not report any pt complications. This report is for the second device.